Event description:
It was reported that during a breast biopsy the site rec'd a cable error during the procedure. They were able to complete the case with another probe by having someone manually hold the cable in place. No pt consequence was reported.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.